Event description:
A clinical director reported that a patient noted foreign body sensation in the left eye, four days after having lasik surgery. The patient was examined and was diagnosed with foreign body under the flap, and dry eye. The vision was unaffected. The patient was referred to the surgeon for flap rinse to remove the foreign body. Add'l info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).